Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A design change was made to the dr board on 16-apr-2018 and this device was produced prior to that date. The change was made to the op-amp circuit design of the patient board (dr board), and it is likely the ebus/180 scope did not produce images due to a failure of the op-amp. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user report was confirmed, the unit did not present an image when utilized in conjunction with an ebus scope. A full inspection was done on the unit and it failed inspection for black images with a 180 scope due to a faulty ap and dr patient board. Unit was fitted with replacement boards, successfully tested and returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center would not produce an image when utilizing the ebus scopes. There was no patient harm or consequence reported as a result of this event.